Event description:
A (B)(6) male, having a left video assisted thoracotomy with wedge resection x2 of the left upper lob of the lung. Trocar housing the scope was noticed to have a broken tip, the pieces of the broken tip were extracted and the trocar was reconstructed outside the pt and confirmed all the broken pieces were accounted for.